Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her daughter alleging that the basal settings were unexplainably cleared on a pump. The reporter claimed that the patient's blood glucose (bg) level was on the high side on the morning of (B)(6) 2010. When the reporter went to bolus the patient for breakfast, she claimed that she noticed the basal rate of the pump was set to "0". The reporter reportedly checked the basal screen and claimed that all the basal rates were gone. The basal screen reportedly showed 12:00 am and "0.000". The pump's date/time were correct. All other settings were reportedly correct. The reporter denied that the patient played with the pump's buttons. She also denied that the pump was downloaded. The animas representative advised the reporter to go to a backup plan. This complaint is being reported due to the allegation that the pump's basal rate settings were cleared or erased unexplainably. There is no evidence; however, that the alleged issue contributed to a serious injury. The reporter did not allege any specific symptoms or blood glucose readings suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.